Manufacturer narrative:
(B) (4). The device was returned to medtronic for evaluation. Visual examination found that the tip of the dynamic shaft is broken on one side at the pin location. Top jaw appears to be bent. This suggests that excessive torque may have been applied to the instrument. A review of the device history records found no documentation to indicate a non-conformance to specification.

Event description:
It was reported that the tip of the micropituitary was broken while in use to treat a patient. The broken fragment was retrieved. No patient complications were reported.